Event description:
The customer received questionable results for glucose hk (glu) on approximately 50 samples. The customer only provided data for 22 samples. Of those 22 samples, it was determined that 19 samples had erroneous results that were reported outside of the laboratory. The customer indicated that an "ER" physician called at 7:00pm and questioned a glu result on a patient. The customer then observed that all glu results were running between 240 mg/dl and 250 mg/dl. As part of troubleshooting the issue, the customer dumped the glu reagent cassette. Instead of glu being dumped by the instrument, the customer found that the reagent was alanine "aminotranserase" (alt). The alt reagent cassette was in a position where the software thought a glu reagent was positioned. The customer had been receiving an error message for the reagent probe and had a service visit on (B)(6) 2013. Around 3:00pm, after the service visit, the customer continued to receive an error message for the reagent probe. All of the initial results had been reported outside of the laboratory. The customer repeated the samples on another cobas 6000 c501 instrument. The customer deemed the repeat results to be the correct results and issued corrected glu results. Please see the attachment to the medwatch for the patient data. Patient 19 had been admitted from the "ER" and had received treatment due to the erroneous glu results. Additional information was requested regarding the treatment the patient received, but the customer was unable to provide specific information regarding any medications or treatment provided to the patient. The patient's current condition was also requested, but the customer was unable to provide any information on the patient's current condition. The customer has no notation of any adverse event for the other patients that had corrected glu reports. There have been no phone calls made to the lab with any adverse events. The lot of glu reagent in use at the time was 67526101, with an expiration date of 04/30/2014. The customer refused a service dispatch since the issue was corrected when they installed the new glu reagent on the instrument.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The reported issue was not due to an instrument software problem. Although a specific root cause could not be identified, information provided for investigation suggests that while troubleshooting was performed to resolve the probe errors, the alt reagent cassette was mistakenly set in the position where the glu reagent had originally been placed.